Manufacturer narrative:
The suspect product is the softclix plus lancet.

Event description:
Customer reports that softclix plus lancet (lot number unknown) will not retract. The customer did not provide the location where the malfunction occurred. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.